Event description:
Vision is generally worse than before. Night vision is terrible. Star pattern visible at all times. I had the radial keratotomy surgery 2 yrs ago and my vision has gotten progressively worse ever since then. Diagnosis or reason for use: improve distance vision.